Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, getting the #2 implant out of its starting position was extremely difficult on both of these devices. Lot f280034 actually has a piece that broke off and kept #2 from sliding all the way forward. No harm was caused to the patient, all devices were safely removed. Additional information requested. Additional information provided 3/28/2019: for ar-4501 / lot: f280034, the first implant deployed and seated with no issue. When delivering the second implant, something broke inside and #2 could not advance all the way. For ar-4501 / lot: 10270453, the first implant deployed and seated with no issue. When moving #2 down to expel suture in the joint, he reached the initial stop and #2 jumped too far past the stop causing the implant to be exposed and fall off the deliver needle. Additional information requested. Additional information provided 3/29/2019: the suture was cut flush at the meniscus within the joint and the first implants stayed implanted from both meniscal cinch ii's.

Manufacturer narrative:
Complaint not confirmed, the device was found to meet specifications.